Event description:
A medtronic representative reported a vertek arm that is no longer able to be tightened down all the way without significant manipulation. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return of suspect vertek arm to manufacturer for evaluation is not expected. Part not returned.